Event description:
User received discrepant sodium results for one pt sample. Initial result 118 mmol/l, repeated in 2008 gave 136 mmol/l. User did not report the original result. The field service rep determined that flat cable on the back of the ise was loose and the new tubing needed conditioning. He reseated the cable and ran ise tube conditioning three times. Performance tests were performed which were within spec.